Manufacturer narrative:
Correction: b5 - the reason for the proposed intervention is unknown and surgery has not taken place at this time; therefore, the ipg is no longer considered reportable at this time. During processing of this complaint, attempts were made to obtain complete event and patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient may undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Correction b5: additional information received reports that the physician believes that the patient's ipg met specifications, therefore this event is no longer reportable.

Event description:
Additional information received reports that the physician believes that the patient's ipg met specifications, therefore this event is no longer reportable.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.